Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire lifted off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal blade lifted off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6), an experienced user, was using the device. The metal wire lifted off the lower jaw. A new device was opened to complete the procedure. There was no injury to the patient

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire lifted off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal blade lifted off the lower jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Dr (B)(6), an experienced user, was using the device. The metal wire lifted off the lower jaw. A new device was opened to complete the procedure. There was no injury to the patient.